Event description:
It was reported that the patient presented with great variation in atrial and ventricular lead impedance, from 300 to greater than 3000 ohms. Unstable varying thresholds were also seen for both leads. An x-ray showed no obvious lead problems. The pocket was opened and the lead connection was acceptable. The leads both tested within normal limits through the analyzer. The ipg was explanted. No patient complications were reported as a result of this event. Further information indicates that at an office visit impedance swings on both leads were from less than 200 to greater than 3000 ohms. Loss of sensing and high thresholds 8v at 0.3ms were also reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary analysis found the device had telemetry but no output was detected. The inappropriate lead impedances and loss of sensing for both chambers were also confirmed. The cause of the no output and high lead impedance was a leaky ceramic holding capacitor of the integrated circuit. This disrupted the output circuitry from functioning properly and caused high current drain. Other: it was reported that the patient presented with great variation in atrial and ventricular lead impedance, from 300 to greater than 3000 ohms. Unstable varying thresholds were also seen for both leads. An x-ray showed no obvious lead problems. The pocket was opened and the lead connection was acceptable. The leads both tested within normal limits through the analyzer. The ipg was explanted. No patient complications were reported as a result of this event. Further information indicates that at an office visit impedance swings on both leads were from less than 200 to greater than 3000 ohms. Loss of sensing and high thresholds 8v at 0.3ms were also reported. Actual device involved in incident was evaluated electrical tests performed mechanical tests performed, visual examination: component/subassembly failure. Capacitor device was out of specification in a manner that relates to event impedance, high sensing, none high threshold.